Event description:
When trying to recharge, the pt was having coupling or communication issues. It had been 3 weeks since the pt last recharged the implantable neurostimulator (ins); the pt usually recharged the ins every month. The pt had had "6 neck surgeries" since the ins was implanted; the dates of the surgeries were not reported. The pt attempted to interrogate the ins using the pt programmer and was unable to establish communication. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).